Event description:
Port catheter removed 13 days after implant because pt developed swelling at the elbow during chemotherapy infusion. A catheter gram confirmed extravasation of the contrast at the elbow. Upon removal of catheter/reservoir, a split of the catheter (at the hub) where it connects to the reservoir was identified.